Manufacturer narrative:
Device manufacture date: battery pack (B) (4); battery pack (B) (4) - 06/2008; monitor (B) (4)05007429 - 02/2009. : device evaluation summary: device evaluations of battery pack sn 71004944, battery pack (B) (4), and monitor (B) (4) have been completed. The reported problem was confirmed. Battery pack (B) (4) had a damaged locking tab and end cap. The battery pack was repaired, it was retested and restocked. The root cause of the damaged clip cannot be positively identified but was likely due to forcible removal of the battery pack from the monitor without pressing the locking tab before pulling. The monitor and battery pack (B) (4) were fully functional. They were retested and restocked. No adverse event resulted from the damaged battery pack. The patient received two replacement battery packs and a replacement monitor.

Event description:
An (B) (6) male patient contacted lifecor customer support to report that one of his battery packs fell out of the monitor one night about two weeks ago. Support sent the patient a replacement monitor and battery packs.